Event description:
Information received indicates the head section moved up unintentionally and stopped at 45 degrees.

Manufacturer narrative:
The technician found the left inside head up switch was defective. The technician replaced the switch to repair the bed.